Event description:
It was reported that tip detachment occurred. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent system sheared off leaving the balloon end behind in the artery. Another balloon was introduced and inflated a bit to trap the detached piece and pull it out. The procedure was completed with a different device. There were no patient complications reported.